Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, a cartridge alarm occurred during the load sequence. Customer's blood glucose (bg) was high, however, a specific value was not provided. Reportedly, the customer changed the pump supplies to address the issue and to address bg level.